Event description:
A cna entered resident's room to get her up for the evening meal and noted she was laying on her right side and holding her left thigh. Resident stated to the cna "don't touch it, it hurts". Cna stated he looked at resident's upper leg where she was holding it and noted she had an obvious deformity of the mid left thigh area and ems was called. She was diagnosed with a fracture of the left femur. I, (B)(6), completed an investigation and determined the actual cause of the fracture is unknown. However, it may have been caused by the resident getting her foot caught in the bed rail or by simply catching her foot on something while being transferred. She never complained of pain throughout the day, during personal care, or transfers, she ate as normal for her noon meal, so the time of the incident is unknown. The family of this resident brought full bed rails to the facility and insist that they are the only rails to be used with this resident. She has had a surgery to repair the fracture and will be returning to the facility in approximately one week according to the family reports. It is not determined beyond a reasonable doubt that the side caused the resident to fracture her leg.